Manufacturer narrative:
Describe event or problem and date received by MFR. Were updated based on the receipt of additional information from the patient's legal counsel. Event problem codes and device manufacture date were entered. Supplemental report two of seven for the same event, see also 3004485144-2015-00021-1 through 3004485144-2015-00027-1.

Event description:
Legal counsel for the patient reports on or about (B)(6) 2012, the patient was examined for the diagnosis and management of back pain, bilateral leg pain, difficulty sleeping, spinal asymmetry and related problems. The patient was diagnosed with atypical scoliosis. It is reported soon after the (B)(6) 2012 surgery the patient started experiencing back pain. On or about (B)(6) 2014, films were ordered which confirmed that the patient sustained bi-lateral transpedicular screw fractures at l2-3. Legal counsel further reports the patient has undergone two subsequent corrective surgeries. She has also been treated by other health care providers. The surgeries and treatments have not corrected the injury and the patient continues to suffer from chronic pain and is expected to do so for the remainder of her life. No information has been provided regarding the additional surgeries or treatments.

Event description:
Legal counsel for the patient reported that on (B)(6) 2012 the patient underwent a laminotomy at t12-l1 and placement of posterior spinal instrumented fusion t9-l3 pedicle screws with a 5.5mm titanium fusion rod with derotation. Legal counsel for patient alleges bi-lateral transpedicle screw fractures at l3. Legal counsel further reports that the patient underwent corrective surgery on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of seven for the same event, see also 3004485144-2015-00021, 3004485144-2015-00023, 3004485144-2015-00024, 3004485144-2015-00025, 3004485144-2015-00026 and 3004485144-2015-00027.